Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 180mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.